Event description:
This lead was implanted on (B)(6)2011 and explanted on (B)(6)2016. It was noted on the same day that the lead was explanted due to pacing/sensing. The physician was dr.(B)(6) at (B)(6) hospital. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).